Manufacturer narrative:
The ge rep performed an onsite investigation, and replaced the floppy diskette. The system was tested and is operating as intended.

Event description:
The customer reported that the system failed to perform self test and would not boot up. No pt injury was reported.